Event description:
It was reported that the patient had four seizures in one day which was unusual for the patient. A week prior, the physician had made adjustments to the patient's vns. No further relevant information has been received to date.

Event description:
It was reported by the physician that the patient's four seizures were psychogenic and unrelated to the vns. No further relevant information has been received to date.